Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies. The insulin pump was received with light moisture damage to the keypad traces. The insulin pump was received with minor scratches on the display window.

Event description:
Customer reported via phone call that the insulin pump was dropped in a lake and the insulin pump was exposed to moisture. Customer stated that the display of the insulin pump went blank as soon as it was exposed to water. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.